Event description:
This report was initiated by the patient calling to register for the uno recall program. The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a sore throat from device usage. The reported event is assessed as a non-serious injury per the pms clinical expert. Medical intervention was not specified. The manufacturer is obtaining additional information concerning this event, and the complaint is still under investigation. Once the investigation is complete, a final report will be submitted.